Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant (spec smooth rnd 275cc). Also, additional information was received indicated that the left side was cut by the surgeon to remove it. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the posterior aspect and extending to the anterior view of the spec smooth rnd 275cc breast implant, measuring approximately 2.0 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 7411747 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent an unspecified breast augmentation with 275cc mentor smooth round spectrum saline breast implant experienced right-sided implant deflation postoperatively. Deflation was diagnosed by physical examination. As a result, the patient underwent explantation and replacement with like device, catalog # 3501440, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2021. The mentor failure analysis lab received two devices for evaluation, and in the absence of clarifying information, it cannot be determined which device is the suspect medical device for the reported adverse event. As a result, the second device received will be conservatively reported to FDA. This medwatch report is for the second of two implants.